Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. It was indicated that the patient was under 2 years old, which is off-label usage of the device. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and passed. A review of the bin file was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that transmitter failed error occurred. It was indicated that the patient was under 2 years old, which is off-label usage of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2: correction.

Manufacturer narrative:
(B)(4).

Event description:
Reported tx fail. It was indicated that the patient was under (B)(6) years old, which is off-label usage of the device.